Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient had the first revision due to elevated metal ions and pseudotumor and the head and liner were revised. The patient was revised a second time due to instability, and the head and liner were replaced with zimmer products (limited information available for this revision). The lot number of the reported liner remains unknown. Reported event was confirmed by review of medical records provided. The additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:00-8777-036-04 lot number: unknown brand name: biolx opt hd/adpt. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to instability approximately 9 months post implantation. Attempts have been made and additional information on the reported event is unavailable.